Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device tower door had failed due to cable failure. A field service engineer cleaned microswitches, crimped spade connectors and applied carbon grease to all 4 latches but the issue persisted. A field service engineer replaced wiring for door 1 & 4 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower door had failed continuously and also the user prevented completely from accessing medications. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.